Manufacturer narrative:
The device was returned for investigation. Functional testing was performed, and the device passed all testing. There were no issues found with the device not alarming when cassette was removed. There was no evidence of the reported allegation found in the event log. A root cause of the event could not be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that there was no alarm at cassette removal during testing. No patient injury was reported.